Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown when they disconnected the unit from the ac power means. The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the power supply was not charging the batteries. The company representative replaced the power supply ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer.